Event description:
It was reported that the cursor on the programmer screen would not respond to a click from the stylus. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the stylus was out of electrical specification. (B)(4).